Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 7 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power twice to clear the alarms. The hp would inform the registered nurse (rn) of the alarms and the hp would complete therapy with manual supplies. During a follow up call to the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240, the home patient (hp) was in the clinic the previous day and the pdn instructed the hp to show her how the hp sets up the homechoice (hc). The pdn stated the hp then told her about the system error alarm. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in line) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident.